Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic broke during implantation as a consequence of troubles during injection. The patient underwent an additional surgery on (B)(6) 2024 and the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the injector was removed from the blister tray to insert ovd and to close the flaps. This is a deviation from the IFU with the "use of rayone" section stating that the injector should remain in the tray until the completion of these steps. The rayone preloaded iol injection system use fmea identifies, amongst other things, user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge as possible causes of ""trapped/ torn lens haptic/ optic during insertion". Our review of production records for the rayone toric rao610t batch 063215722 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 063215722. The action of removing the injector from the tray has likely resulted in movement of the lens within the cartridge resulting in the delivery of a damaged lens into the eye.

Event description:
On 25th november 2024, rayner received notification from its distirbutor in argentina of an event that occurred during use of a rayone toric rao610t. The event description provided states that the optic was broken following implantation into the eye.